Event description:
During a procedure for paroxysmal atrial fibrillation, a farawave 31 mm catheter was selected. During preparation, the physician encountered resistance while maneuvering the wire. After insertion and ablation of the left superior pulmonary vein (lspv) using an 8-application workflow in basket and flower mode, the guidewire became stuck in the middle of the atrium, preventing further advancement or retraction. The catheter was removed for inspection, but the issue persisted, with no tissue entrapment observed in the guidewire lumen. A replacement catheter was used to continue the procedure, which was completed without patient complications. The device will be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, no outer abnormalities were observed. A guidewire was inserted through the catheter successfully with no unusual resistance felt. Subsequently, the catheter was successfully deployed to the basket and flower configurations. The reported stuck guidewire event was not confirmed via analysis.

Event description:
During a procedure for paroxysmal atrial fibrillation, a farawave 31 mm catheter was selected. During preparation, the physician encountered resistance while maneuvering the wire. After insertion and ablation of the left superior pulmonary vein (lspv) using an 8-application workflow in basket and flower mode, the guidewire became stuck in the middle of the atrium, preventing further advancement or retraction. The catheter was removed for inspection, but the issue persisted, with no tissue entrapment observed in the guidewire lumen. A replacement catheter was used to continue the procedure, which was completed without patient complications. The device has been returned for analysis.